Manufacturer narrative:
Device eval summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. The cause of the battery fault was a broken yellow wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A review of a (B)(6) male patient's download reveal several battery faults. Zoll customer support contacted the patient and issued a replacement battery pack.